Manufacturer narrative:
The patient information is the same as the initial reporter, so personal information was provided.

Event description:
The customer stated one of his blood glucose readings was not stored in the memory contour next. No ae alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.